Event description:
Report received from amo (B) (4) where a male pt reported he experienced eye pain after using consept 1 step on his contact lenses. Pt recovered without any indication of medical attention.

Manufacturer narrative:
Investigation summary of (B) (4) qc: functionality testing with some of the returned neutralizing tablets did not meet specs. Tablets did not neutralize the hydrogen peroxide within the allotted time frame. Catalase activity did not meet product specs. Retained testing of the 'mother batch' met product specs. The batch record for the lot was reviewed and no abnormal observation was observed. Root cause analysis was performed: product ingredient specs were tightened to improve content uniformity and stability.